Event description:
Facility reports that two hours and thirty minutes into the treatment the venous bloodline separated from the patient's perm cath. At the time of the incident the catheter and bloodline had been covered by the patient's blanket. Estimated blood loss 500cc. Patient was complaining of headache but was alert and oriented. Patient was stabilized and sent to the e.r. For further evaluation and was later sent home from the e.r. Without further incident. Sample was discarded.